Event description:
Voluntary medwatch received states that the patient experienced chest pain. Stored electrograms (egm) revealed the right atrial (ra) lead over-sensing and under-sensing. No patient symptoms or intervention was reported.